Event description:
It was reported that shortly after implant, the patient noticed a decrease in symptom relief. They went to the doctor in (B)(6) 2012 and the patient had a urinary tract infection. They then went into the hospital. The patient was put on bladder medication that did not ¿really help¿ and they had to wear a diaper every day. The patient believed the device ¿may not be working.¿ during the call, the patient changed from program 4 at 7.5v to program 3 at 8.5v and they did not feel stimulation. It was noted the patient had not used the programmer for about 9 months due to unrelated issues. Information received about two and half weeks later indicated the patient was complaining of mixed incontinence during their last visit to the healthcare provider (hcp) in (B)(6) 2012. The patient was advised to return for urodynamics and a cystoscopy, but did not return to the hcp for testing or further appointments. Per the hcp, at the follow up appointment following the implant of the device, the patient reportedly indicated their symptoms had improved. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: 2011-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v012214, implanted: 2006-(B)(6), product type lead. (B)(4).